Manufacturer narrative:
Technician found the bed had a broken siderail arm and would not stay in the up position. Replaced the siderail arm to resolve this issue.

Event description:
Info provided alleged that the siderail did not latch and it not stay in the up position.